Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The data logs were reviewed and the purge leak was confirmed. Roughly two hours into support, there is a four minute drop in purge pressure down to 100 mmhg, resulting in a purge pressure low alarm. The alarm resolved within seconds, but the purge pressure remained at that level for the rest of the case. The product was not returned for investigation. Clinical details reported that the leak was coming from directly below the pressure reservoir, and that there was damage to the sidearm at the yellow luer. It is unknown if excessive force was applied. Based on data log review and the details provided, the root cause of the purge leak was determined to most likely be a damaged sidearm. The exact location of the leak could not be determined without returned product.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smartassist for use during cardiogenic shock and high-risk cpi. Section: cleaning. ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
A complainant reported the patient was on impella cp support. While on support, leaking was noted at the purge system directly below the pressure reservoir. Impella cp was replaced. The patient survived the event.